Event description:
It was reported that the customer received a low reservoir alarm. Customer's blood glucose level at the time 400mg/dl. No additonal information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.